Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - pacemaker syndrome.device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient developed pacemaker syndrome. The device was removed and replaced.